Event description:
Left implant ruptured, occurred during surgery.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 2.1g over specification.